Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization and 65 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had symptoms difficulty in breathing. The customer believe insulin pump not over delivering. Customer reported that the drive support cap appear to be normal. Customer perform displacement test and it was passed. The insulin pump will not be returned for analysis.